Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during approximately five years and eight months post port placement via the right internal jugular vein, the catheter was allegedly broken. It was further reported that port body and the distal catheter segment were removed by interventional radiology procedures. There was no reported patient injury.

Event description:
It was reported that approximately five years and eight months post port placement via the right internal jugular vein, the catheter was allegedly broken. It was further reported that port body and the distal catheter segment were removed by interventional radiology procedures. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter in two segments was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified material separation, deformation and wear issues, as two circumferential splits were noted approximately 4.9 cm and 5.4 cm from the distal end of the cath-lock. A complete circumferential break of the catheter was observed approximately 6.2 cm from the distal end of the cath-lock. The edges of both circumferential splits appeared were jagged on the sides while the inner break surfaces had regions that were rounded and smooth/glossy. The edges of the complete circumferential break on both the proximal and distal catheter segments, were jagged. The break surfaces had a distinct region that was granular and the other region of both break surfaces appeared rounded. The identified break is typical of flexural fatigue, which is due to the repetitive kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.